Event description:
A pt reported blood glucose results of "49 and 296 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. However, the pt did have orange juice with added sugar between the two meter results.